Event description:
The end user reported the presence of metallic specks in the side port wound following the use of cannulas during surgery. The description of the event is identical to a complaint #(B)(4) reported under emdr report number 1211998-2026-00001; however, this case involves a different product number. To date, we have not received detailed responses from the customer regarding this specific complaint. While detailed information from the customer is unavailable, the previous similar case indicated that the metallic particles were only identified post-operatively and required an additional procedure for removal. The presence of foreign material in the patient's body represents a potential risk of deterioration in health and may necessitate unplanned medical intervention. Although customer responses are currently pending, the complaint is being assessed using a worst-case scenario approach. The customer has mentioned that this issue has occurred with other cannulas as well. Based on this information, the complaint is considered reportable to the competent authorities. The presence of metallic material associated with the device and noticed post-operation, combined with the potential need for additional medical intervention, meets the criteria for reporting, even in the absence of detailed patient outcomes for this specific case.

Manufacturer narrative:
The customer reported the presence of particles allegedly associated with the device. Photographs were provided; however, although particles can be observed in the images, it could not be confirmed that these are metallic particles or that they originated from the reported device without further evaluation of physical samples. The bvi quality assurance department conducted a thorough investigation in accordance with internal procedures. The review included the device history record (DHR), batch record documentation, manufacturing records, training records, and current process controls. All required elements of DHR 6082981 were properly completed, including documentation of manufacturing operations, signatures, and dates. The lot successfully passed all required inspections prior to release. Additionally, no process deviations, quality notifications (qns), capas, or change controls that could impact the finished product were identified during the review. The applicable risk management documentation was also reviewed. The potential failure mode related to shedding particles is already documented and adequately addressed through existing process controls. Based on this review, no updates to the risk management file or manufacturing controls are required at this time. Based on the available information, the reported issue could not be confirmed and the root cause could not be determined. Should additional information or product samples become available, the investigation may be reopened and updated accordingly. The complaint has been documented and will continue to be monitored as part of routine complaint trending activities.